Event description:
It was reported that during a bowel procedure, the clip was placed and it sealed the vessel. However, the clip broke in half and fell into the patient. It was retrieved. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results of the cartridges (a, b, c, d, e and f) found that they were received inside its original package. In an attempt to replicate the reported incident, the devices were tested for functionality. A drop test was performed and no loose clips were noted. Upon evaluation, the clips were loaded, retained and properly formed. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.